Manufacturer narrative:
(B)(4). One (1) pouch from p/n 382805 dermahook 1/2 hook (B)(4) were received not used, closed in original packaging, lot # 73k1400269 was confirmed. During visual inspection it was observed that rubber bands are deteriorated. Failure mode dry rot reported by the customer was confirmed during visual inspection. Samples received confirm the defect reported by the customer dry rot. A review was conducted of the IFU and it was found that the customer is directed to "inspect each durahook and dermahook prior to use, specifically to ensure the integrity of the elastic band. If the elastic band contains tears, splits or other damage, do not use." In addition, this defect was found before to use in the patient. Therefore a corrective action is not required at this time. However we will continue.

Event description:
Alleged event: the dermahooks are dry rotting which is evident through the packaging. The defect was found prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot number 73k1400269 investigation did not show issues related to the complaint. The device sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the dermahooks are dry rotting which is evident through the packaging. The defect was found prior to use on a patient during inspection/functional testing.